Event description:
Rn was unable to flush the arterial line with the white pincher part that is normally used to flush the line. Able to flush the line with a syringe. Tubing was changed and arterial line working with no issue.